Manufacturer narrative:
Follow-up #1 date of submission 04/28/2014-product analysis:the pump has been returned and evaluated by product analysis on 04/14/2014 with the following findings:the complaint could not be duplicated during investigation. A review of the pump¿s black box revealed a related call service alarm. A battery cap was not returned; a test battery cap was used for testing. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The force senor was found to be properly calibrated. No damage or defect was found with the pump¿s internal components.

Event description:
On (b)(60 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated the cartridge and infusion set were changed and the issue continued. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.